Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd nano ultra-fine¿ pen needles are clogged. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needles are not working and are clogged. Verbatim: bd nano ultra-fine pen needles - every few ones I use do not work, are clogged or something. I tried sending you the batch number but the problem is in all batches for years now. I follow your instructions for use carefully, but the problem persists.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that unspecified bd nano ultra-fine¿ pen needles are clogged. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needles are not working and are clogged. Verbatim: bd nano ultra-fine pen needles - every few ones I use do not work, are clogged or something. I tried sending you the batch number but the problem is in all batches for years now. I follow your instructions for use carefully, but the problem persists.